Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed sensing threshold below range. Of note, this was "chronic per lead trends." The lead remains in use. No patient complications have been reported as a result of this event.